Manufacturer narrative:
(B)(4). The lead tip was noted to be abraded and the inner coil fractured due to fatigue.

Event description:
It was reported that perforation due to distal tip detachment was observed. A pericardial drain was inserted. The lead was explanted and replaced. The patient was stable and discharged.